Manufacturer narrative:
Analysis of the lead (s/n (B)(4)) found that the conductor was broken at the distal end. Analysis of the lead (s/n (B)(4)) found that the distal end conductor was broken and the distal end electrode pulled out or off. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) 2019-09-05. It was reported that both of the patient¿s leads were replaced and sent in for analysis. Prior to lead replacement, there were out of range impedances. It was also reported that 2 contacts broke off and remained in the patient. The device was returned for analysis. Post-replacement, the patient was getting stimulation in all areas needed and denied all other complaints at that time. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 08-may-2021, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 27-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and manufacturing representative (rep) regarding a patient's implantable neurostimulator (ins). Information was reported that the patient stated their ins has gone "haywire". The patient is not getting the relief that he had been. It is unknown what factors may have led to this. The patient stated no circumstances that he can think of that may have led to this. The patient's right lead appears to be fractured with an electrode sitting next to the bottom of the lead. The top electrode is apparently "floating" above the lead. The patient was seen and the electrode impedance was performed, showing the top of both leads having high impedances. The rep attempted to reprogram below where the high impedances were discovered. The patient is making another appointment with their physician to determine the plan of action. The issue has not been resolved at the time of the report. No further complications were reported. No additional patient symptoms were reported.